Event description:
It was reported that high impedance due to lead fracture was reported. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Received maude report (B)(4).